Manufacturer narrative:
Additional information: h4. H3, h6: the navio surgical system siu, p/n 220025, s/n (B)(6) (japan), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was not established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Pv 0009 was followed. The siu was connected to a known-good navio system and the system was able to boot up without issue. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a loose power/usb connection. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The navio surgical technique guide provides instructions on how to revert to a manual case in the event of an unrecoverable system failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per the complaint details from japan, before a navio tka procedure, the device malfunctioned and errors did not resolve with troubleshooting/re-boot. Reportedly, the navio was abandoned for manual instrumentation without delay and no additional interventions were required. ¿the siu will be returned after replacing it to new one¿; therefore, any product evaluation will be performed independent of this medical investigation. Based on the information provided, the patient impact beyond the reported modified (manual) procedure could not be determined as reportedly there was no patient injury and ¿the operation was successfully completed without navio¿. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that before a navio tka procedure, there was an error displayed when begin operation was pressed. Then, main power supply was rebooted, but error code 40400000000 was appeared. Furthermore, pc was rebooted, startup screen and create case could be proceeded but the error appeared again by pressing begin operation. They decided to change to manual procedure to proceed with the case without delays. After the operation, the ups was reset but error code 40000000000 appeared. Error code 40000000000 could not be solved after 20 hours charging. No other complications were reported.